Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. A review of the customer-supplied photograph was performed and observed a handpiece sensor fault. A functional evaluation was performed and the mdu failed with a hand piece sensor fault. Cause of fault is a defective hall board. The complaint investigation has concluded that the cause of the hand piece sensor fault is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the customer-supplied photograph was performed and observed an handpiece sensor fault. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the mdu was not working, it was showing a 'handpiece sensor fault" message. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported.